Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a replace now battery and power error detected alarm. The customer¿s blood glucose level was 11 mmol/l. The customer did not receive a low battery alert prior to the replace battery now alarm several times. The customer reported that they had power error detected more than one time within the same day. The customer was advised to stop using the pump and revert to pack up plan as per her health care professional instructions till replacement received. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with pump error 25 due to j6 connector resistance issue. Pump was received with normal operating currents. No unexpected power loss or replace battery now alarm noted.